Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 76 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that there was a concern about a transthoracic echocardiogram (tte) showing ¿mobile something on the inflow cannula¿. The patient was pulsatile and aortic valve appeared to be opening with every beat. The lactate dehydrogenase (ldh) has never been very high. Anticoagulation has been on and off due to retroperitoneal (rp) bleed. The patient, in ICU, was intubated and on continuous renal replacement therapy (crrt). The manufacturer¿s technical services representative reviewed the submitted log files and did not observed any unusual events in the log files. The additional information was requested, but not received.